Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the moderately calcified ramus artery. After a 6fr ebu guide catheter engaged the left main artery and a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 2x9mm balloon catheter. A 2.25x20mm promus element drug-eluting stent was then deployed at 12 atmospheres for 25 seconds and post-dilation was performed using a 2.5x8mm non-compliant balloon catheter at 16 atmospheres. However, after post dilation, the physician noticed a stent fracture at one location. The stent was sealed using a non-compliant balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.